Event description:
A balloon ruptured on the second inflation during a percutaneous transluminal angioplasty procedure. Another unit was used to successfully complete the procedure. Co's attempts to gain further info regards to the circumstances surrounding this event were unsuccessful. This device was returned, evaluated and retained by this MFR. Engineering evaluation revealed a 7mm burst located in distal part of balloon. Balloon rupture or balloon leakage is an anticipated event of percuatneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without further details about event co cannot determine exact cause for event. Co's directions for use state: "do not exceed normal pressure printed on product label. Never manipulate catheter with balloon inflated. Integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions".